Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the display needed to be replaced. After the display was replaced, the device passed all tests to manufacturer specifications. The suspect component has been returned to vyaire for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's display would continuously flicker and will not stop. The customer did not report any information regarding patient involvement, at this time it is unknown.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a faulty display.